Manufacturer narrative:
Product analysis: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, high sensing integrity counter (sic), and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.